Event description:
It was reported that the tip of the nitinol guidewire was found to be ruptured when the package was opened. Therefore, the device could not be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. No physical sample was returned, however photo samples were submitted by the customer. The guidewire was observed to be cut at the end with the wire exposed. Remnants of the coating remained on the guidewire but was not secured based on how it appears to be cut. A potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used, though it is intended for treatment purposes. As the device was not returned for evaluation, it was unknown if it had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip of the nitinol guidewire was found to be ruptured when the package was opened. Therefore, the device could not be used. As per the additional information received on 28apr2022, it was stated that the protective layer at the front end of the guide wire was found to be broken at 9:00 am on march 25, during the operation, when the outer packaging of the guide wire was opened. The use of the guide wire was stopped immediately, and a new guide wire was used.